Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that the malfunction was a result of inappropriate settings for the cable connection. The event can be prevented by following the instructions for use which state: [3.1 warnings and precautions: installation and connection] properly and securely connect all cables. If the cable connector has connection screws, tighten the screws. Otherwise, equipment damage or improper performance. Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported, the video system center experienced a settings issue which indicated no input error. Upon call back with the user, it was determined that a wrong composite video was being used and not the serial digital interface (sdi). After selecting the correct settings of the connector, the settings was adjusted to reflect the cabling, and the error notification was resolved. There were no reports of patient injury or harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The issue was resolved by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.